Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and the issue was resolved as the error did not reoccur, allowing the customer to successfully start their sensor session.